Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon fired the device but the handle would not close completely, and the stapler was unable to complete the firing action. The stapler was opened, the rectal stump had been cut but not proximally, and there were partially formed staples on the distal side of the rectal stump. The tissue was excised and a new eea of different type was used and completed the anastomosis successfully. There was some blood loss reported and the surgery was extended by 1 hour and 20 minutes as a result.